Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight and bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Was the patient hospitalized for the 4 days before the reoperation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent vaginal childbirth delivery on (B)(6) 2022 and suture was used on the perineum. On the 11th day after surgery, the patient came to the hospital for examination and found that many sutures were not absorbed, and many sutures were removed, resulting in poor wound healing. The doctor manually removed some thread ends for the patient's wound, and the wound healing was poor. The patient sat in the basin for 4 days, and then changed the suture to sew the wound again. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/25/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical code the following additional information was obtained: after investigation, the patient (female, 31-year-old) underwent left oblique episiotomy for delivery in (B)(6) hospital on (B)(6) 2022. The operator used the absorbable suture ((B)(6)) manufactured by our company for interrupted perineal suture and continuous suture of perineal mucosa during operation. The operation went smoothly. On (B)(6) 2022, the patient revisited the hospital. The doctor found poor wound healing with wound discharge. The laboratory test results showed negative bacterial culture (other symptoms, signs and examination items were unknown). The doctor removed part of the thread and gave the patient sitz bath treatment (specific medication was unknown). 4 days later, the patient replaced a new suture (specific product information was unknown) and sutured again (specific suture method was unknown). Currently, the patient's wound condition was improved after symptomatic treatment. No subsequent adverse event report was received. The following information was requested but unavailable: please provide the patient's weight and bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Was the patient hospitalized for the 4 days before the reoperation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status all answers above are unobtainable. Once there is any update, we will update the information.